Event description:
It was reported that two hours after the implant procedure, the patient experienced a low heart rate. The device was found to neither sense nor pace in the atrium, and was sensing and pacing inappropriately in the ventricle. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.